Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states respiratory tract irritation, dizziness, headache, hypersensitivity, nausea, vomiting. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In this report during the evaluation of the device at the third-party service center, the device was visually inspected, and no visible foam were observed. The device was scrapped. Evaluation found error code. All mandatory section has been updated/corrected.